Manufacturer narrative:
Concomitant medical products nv crown cup clstr hole 56mm group 3 (cat# 180-01-56 / serial# (B)(4)). Biolox delta femoral head 36mm od, +0mm (cat# 180-01-56 / serial# (B)(4)). Drill bit 1 pk 4.5mm dia x 50mm lng (cat# 101-05-04 / serial# (B)(4)). P-series pf plasma h/o collarless sz 2 12/14 (cat# 118-41-02 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a CT scan which showed severe osteolysis defect around the cup in the left hip. It was revised with prophylactic pelvic plating, acetabular smith and nephew augment, and bone grafting. The cup was planned to be removed but it was decided to keep it to avoid potentially more bone loss and damage. A cemented dual mobility liner/cup was used inside the existing novation cup. The max head size for this dual mobility was 22mm. A competitors 22mm 12/14 head were used. No other information available. Patient was last known to be in stable condition.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h1, h2, h3 and h6 have been updated accordingly. As reported, a CT scan which showed severe osteolysis defect around the cup in the left hip. It was revised with prophylactic pelvic plating, acetabular smith and nephew augment, and bone grafting. The cup was planned to be removed but it was decided to keep it to avoid potentially more bone loss and damage. A cemented dual mobility liner/cup was used inside the existing novation cup. The max head size for this dual mobility was 22mm. A competitors 22mm 12/14 head were used. No other information available. Patient was last known to be in stable condition. Additional information received indicates that the device will not be returned for evaluation. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned for evaluation.